Event description:
It was reported the pt is experiencing discomfort with the ipg and it is protruding under her skin. It was further reported the ipg placement is too superficial. The pt will speak with her physician about the issue at a future date.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable for form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.